Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her device wasn't working which was clarified to mean she couldn't get it to charge for the last month. The patient was getting the no device found message and wanted a different battery because of this. The patient mentioned she was a large woman and felt like that was the reason she was not able to connect to charge the implant. The patient noted if she laid a certain way the implant would come to the surface and she could palpate the implant but she couldn't stay in that position to charge. The patient reported if the recharger was pushed down on the implant she could charge. The implant had worked well to charge initially following the implant procedure and the issues started about a month ago. No recent traumas, falls or weight gain was noted. No patient symptoms reported. Additional information was reported that the patient called back and stated that her ins is not working. The patient clarified and stated she is unable to charge her implant. The patient stated that if she has her husband press the recharger therapy monitor (rtm) into her skin over the implant, she is able to charge or if her rep puts tape over the rtm to hold it into place she is then able to charge, but cannot charge any other way. The patient wanted to know if there are any non-rechargeable ins. This information was reviewed. No further information was reported. Additional information was received from the patient. It was reported that the reason for call was in regard to a follow up letter. Patient reported that the rep had made 2 visit to her home to try and get the ins to charge. Patient stated that on monday or tuesday, he again was unable to get the ins to work. Patient stated that at this point she was only willing to do 2 options. 1 - replace the ins with a non-rechargeable battery that did not need to be charged every 3-4 days. 2 - take the device out. Patient stated the rep would be getting in touch with the np and if they do not hear back by end of week, she would call the np herself. Patient stated if either of these options were done, she stated it needed to wait until the fall since she wasn't ruining her personal activities. Patient also mentioned that her ins was close to the skin so it was not like the ins was buried down deep contributing to charging issues.